Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a missing grip pin at the distal end. The grip pin was no longer attached to the grips and was not returned with the instrument. The grips became loose. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia extended totally extraperitoneal (etep) surgical procedure, a small piece from the prograsp forceps instrument fell inside the patient's abdomen. The fragment was retrieved by the surgeon in the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.